Event description:
Nurse was giving insulin injection to elderly, skinny patient in the arm. She followed proper procedure by first pinching the skin, then giving the injection. As she gave the injection, the needle passed through the patient's skin, out the other side, and into the clinician's finger.